Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer replaced the 151622 and 151630 boards to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system hh drawer 3.1 contained medication loaded in rows d and e pockets; however, these pockets were not visible on the configuration screen. Additionally, there were several other failures noted. The customer reported that the malfunction occurred when user trying to issue the medication to patient. The users were unable to remove the medications, delaying patient care and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this incident.